Manufacturer narrative:
Event logs were overridden by the time they could be retrieved. Current device logs were reviewed to reveal no faults with the unit. Onsite investigation was conducted by spectrum personnel. The unit was confirmed to function as expected. Spectrum will continue to monitor this site for similar occurrences. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00039. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 14 out of 16.

Event description:
User reported issues related to the heater cooler unit not warming or cooling sufficiently. Failure to heat or cool is considered a reportable event. There was no patient harm a as a result of this malfunction.